Event description:
It was observed that during the device evaluation, the camera head exhibited connectors flooding, cable stains and connector damage. There was no patient involvement.

Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the connector was damaged, the watertight function did not work properly, and connector flooding occurred. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.